Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of implantation was (B)(6) 2008. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Note: the date of implantation was either 2000 or 2003. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 175cc and suffered from deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.